Event description:
(B)(6) clinical study. Same case as 2134265-2013-02217; 2134265-2013-02218; 2134265-2013-02221. Same patient as 2134265-2013-01970 and 2134265-2013-02216. It was reported that post a coronary artery stenting treatment procedure the patient experienced no reflow. Lesion 1 was a de novo long lesion extending from mid left anterior descending (lad) to distal lad with 100% stenosis and was 58 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with pre-dilatation and placement of 2.25 mm x 32 mm and 2.50 mm x 28 mm ion stents in an overlapping manner. Following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. The patient returned to the catheterization lab ((B)(6) 2012), for stent placement in the proximal saphenous vein graft (svg) to the right posterior descending artery (r-pda). The target lesion was a de novo ostial lesion located in the proximal svg to r-pda with 95% stenosis and was 33 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with pre-dilatation and placement of 3.00 mm x 38 mm and 3.00 mm x 16 mm ion stents in an overlapping manner. Following post dilatation, residual stenosis was 0%. Following placement of the 3.0 x 38 mm ion stent, there was a transient no-flow observed, which was treated with the administration of ic nitroglycerine. The patient was discharged on aspirin and prasugrel. Linear dissection caused by the placement of 3.00 x 16 mm promus element plus stent prior to the index procedure which was treated with the placement of an additional 2.75 mm x 24 mm non-study promus element plus stent. During the staged procedure, the patient experienced a brief episode of ventricular fibrillation arrest and was immediately defibrillated, with return to sinus rhythm. During the staged procedure, the luge wire was inserted in the svg graft which was unable to access the vessel and hence was removed. Finally a hi-torque wire was inserted.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).